Event description:
A consumer implanted for non-malignant pain and chronic low back pain reported via the manufacturer's representative (rep) they hadn't recharged due to personal events, not needing stimulation, and non-compliance and as a result the implantable neurostimulator (ins) had been dead for "over a year in (B)(6)" maybe 18 months or so, and became overdischarged. The consumer had a change in their pain medications being prescribed so they had increased pain, and were looking to meet with the rep. To get the device back up and running. The rep. Met with the consumer and performed one physician mode recharge (pmr) and was able to charge normally. After two additional hours of recharging the ins showed (B)(4) charge. An attempt was made to reset the device but it depleted after the software update. The rep. Met with the consumer again on (B)(6) and got a power on reset (por) 0x8 error code. The device was reset and the consumer had full coverage of their painful areas and was very happy. Education was given to the consumer about the importance of recharging and the three strike rule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.